Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was returned to intuitive surgical, inc. (Isi) and failure analysis (fa) has completed their investigation. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The instrument was placed and driven on an in-house system. The instrument moved intuitively in all directions. The grips opened and closed properly. The instrument delivered energy on 3 out of 3 attempts. The complaint was confirmed by fa, which indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the insulation part of the tip of a fenestrated bipolar forceps instrument became damaged. There was a production of excessive smoke. Another fenestrated bipolar forceps instrument was used for the rest of the procedure. The procedure was completed no reported injury. Intuitive surgical inc (isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.